Manufacturer narrative:
(B)(4).

Event description:
It was reported that noise was observed. The noise was not reproduceable. The lead was capped and replaced at the time of a device change out. The patient was doing fine pre, during and post procedure.